Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was oversensing and high lead impedance, which resulted in the delivery of 17 inappropriate shocks. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.